Manufacturer narrative:
(B)(4).

Event description:
The patient stated they fell from having a low blood sugar event and as a result, they broke their wrist. They stated they were wearing the dexcom system at the time of event. It is unclear if the device caused or contributed to the event as no further event details were provided. No additional patient or event information is available.